Manufacturer narrative:
Product analysis: the epg tested out-of-specification on a connector resistance test. Case and bails were found to be broken. The epg was scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator was returned to the company service department for regular preventative maintenance and subsequently tested out of specification during manufacturer's analysis. No patient involvement or complications were reported as a result of this event.